Event description:
A report was received from an attorney regarding a patient who underwent a posterior-lateral fusion at t4-l3 on (B)(6) 2011. The patient was returned to surgery on (B)(6) 2011 to treat a compression fracture at l-4 and to correct pedicle screws that were pulling out. This is report #3 of 4 for the same event.

Manufacturer narrative:
Investigation could not be completed, no conclusion could be drawn as no device was returned and no part or lot number was provided.